Event description:
Approximately five to six weeks post treatment in the cheeks, the patient presented with swelling, redness, and itchiness. The patient went to a hospital and the ER physician prescribed IV antibiotics and oral antibiotics. The treating physician diagnosed the patient's symptoms as hypersensitivity and noted that the patient has sensitive skin. The treating physician prescribed reactin, 20mg qd orally.